Event description:
It was reported that pump triggered cartridge alarm 20 and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts arranged replacement pump, confirmed shipping address, and instructed customer to place current pump in storage mode and return it within 10 days, and customer acknowledged understanding of reprogramming pump settings, reconnecting cgm, and selecting the appropriate setup option on replacement pump.